Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2012 and suture was used. During the procedure, the suture was broken when knotting. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Two returned discolored braided sutures were examined. Both suture segments had one broken end that did not exhibit any distortion of the fibers, which is indicative of embrittlement. The discoloration of the suture and embrittlement indicate the sutures were significantly degraded from exposure. The amount of force required to cause the breakaged at the needled ends could not be determined. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.